Manufacturer narrative:
H6 - device code: 1494 - this lens model is contraindicated for patients with age less than that of 21 years. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -08.50/+3.0/087 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2022. The lens was explanted on (B)(6) 2023 due to patient complained of glare and the problem was resolved. The cause of the event was unknown.